Event description:
It was reported that the patient's left ventricular lead was explanted due to infection. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147329.